Event description:
After finishing the procedure with successful placement of the watchman, it was noticed on the tee that there is a structure attached to the device moveable in the left atrium. At that point there were 2 thoughts, it could be a thrombus versus delivery system malfunction. To rule out thrombus, we decided to try to suction the thrombus with the suction device penumbra. Before doing that, we accessed the right radial artery with a 6-french sheath, then we positioned the sentinel protection device to protect both carotid arteries. Then we crossed the interatrial septum again and we advanced the sheath and through the sheath we advanced the penumbra. Multiple attempts to suction that showed that could be the delivery system more likely than a thrombus, then the protection device and the penumbra sheath both were taken out. The patient continued with anticoagulation in the form of eliquis and plavix and trepeat an echo in 45 days. On boston scientific product review, it was determined that there was a concerning in the manufacturing process and a missing linear in the sheath.